Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports the dentist stated patient has bone loss where the implant is and that it could be related to the aligners. The patient has stopped using the aligners due to pain and lack of movement by the implant.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.